Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006; lot: h521671) was received showing the needle component was bent. Additionally, the protection sleeve of the depth gauge was missing from the device. Dimensional inspection: dimensional inspection could not be conducted due to the post manufacturing damage. Document/specification review: the relevant drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed as the needle component was bent. No definitive root cause could be determined. It is possible that the device encountered unintended/excessive forces. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part # 319.006. Synthes lot # h521671. Supplier lot # h521671. Release to warehouse date: 04 dec 2018. Supplier: avalign technologies-nemcomed no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while inspecting the instruments after going through the decontamination process, it was noticed that two items were damaged. One of the plastic locking mechanisms on the radiolucent aiming arm was accidentally hit with a hammer during the procedure and broke. The depth gauge for 2.0mm and 2.4 screws is bent. There was no patient involvement. This report is for a depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 2 for (B)(4).